Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen make it harder to read, buttons were harder to push and worn, squirts out insulin during priming, random error messages. Customer stated insulin pump had back light not as bright, change battery every three or four days, rejected new battery, makes weird louder noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.